Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore the image is not displayed a root cause could not be identified. Based on the results of the investigation for the event of green image, a probable cause was not identified. Based on the results of the investigation for the event of the video cable is broken and therefore the image is not displayed, it is likely the following led to the malfunction: electrical/electronic component problem identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a green image. There were no reports of patient harm.